Event description:
Fasciablaster is being highly marketed for getting rid of cellulite and advised to bruise the body in order to get results. (B)(6) is not a licensed medical professional and she is instructing customers with her harsh invented tool. Many users complaining after months of usage with medical issues. She continues to gain tv air time and has a huge following on social media and (B)(6) and marketing her fasciablaster, oils products with no labels and her book. Many people can be harmed and long term side effects not known. She's also giving medical advice on medical issues and conditions that customers have when using fasciablaster. Many of the previous reports by other consumers are available upon request.